Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anastomotic instrument was defective. The defect was further described as "coupler ring did not eject from the wing jaw". This issue was identified during bilateral diep (deep inferior epigastric perforators) flap procedure. It was further reported proper technique was followed and the rings came together; however, a right angle forceps was used to pull the ring from the wing jaw. The anastomotic instrument was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A jaw assembly was placed into the returned device and functionally tested. During testing, the knob turned freely during rotation and the rings were approximated. Once the rings had approximated and the pins were in their mating holes, the knob was then turned again and the rings were successfully moved upwards in the jaw assembly. The device functioned as intended. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.